Manufacturer narrative:
The technician enabled the nurse call feature on the upper control board to resolve the issue.

Event description:
The technician alleged the nurse call feature was not enabled on the upper control board. No pt impact.